Event description:
It was reported that, "all 4 poly inserts would not snap in and seat flush on the lateral side of baseplate."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report. Catalog numbers and lot codes of other device listed in this report: catalog#: 5532-g-309, lot#: mkkn9m, exp date: 6/30/2016, sterile lot#: msgkk16a1. Device manufacture date: 6/16/2011. Catalog#: 5532-g-309, lot#: mjpj9l, exp date: 10/25/2010, sterile lot#: msgjp23a4. Manufacture date: 10/31/2015. Catalog#: 5532-g-309, lot#: mjj0tl, exp date: 5/31/2015, sterile lot#: msgjj12a1. Device manufacture date: 5/13/2010.